Event description:
During product service by a service technician, a flo-gard infusion pump was found to have the left force sensing resistor (fsr) out of specification. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of a preventive maintenance. A visual inspection and functional test were performed. The left force sensing resistor (fsr) was identified to be out of specifications during functional testing. The cause of the condition could not be determined. To correct the condition, the fsr was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.